Manufacturer narrative:
The samples were collected in plastic bd sst tubes. The samples were centrifuged in a swinging bucket centrifuge at room temperature. Specimens are initially sampled from the primary tube and then repeats are processed from sample cups. Qc resulted within specifications prior to and after the event. System checks performed on 10/10/2010, 10/18/2010, and 11/02/2010 met specifications. A field service engineer (fse) was dispatched on (B)(4) 2010. The fse performed preventative maintenance (pm). The fse verified system operation per validation testing and all tests passed. The fse also verified repair per established procedures and results met published performance specifications. A root cause for this event was not determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining twelve (12) erroneously high troponin (accutni) results within the risk stratification range that were generated by the unicel dxc 600i access immunoassay system. The erroneous results were reported out of the laboratory. Negative results within the normal reference range were obtained upon repeat analysis. All the patients were admitted for further testing and the physician was consulted. A separate MDR 2122870-2010-00890 was submitted for the malfunction portion of this event. The following reports have been submitted for the other patients associated with this event: 2122870-2010-00892, 2122870-2010-00893, 2122870-2010-00894, 2122870-2010-00895, 2122870-2010-00896, 2122870-2010-00914, 2122870-2010-00915, 2122870-2010-00916, 2122870-2010-00918, 2122870-2010-00919, and 2122870-2010-00920.